Event description:
It was reported that during a low anterior resection procedure, the device did not staple, so the anastomsis could not be completed. Had to perform a colostomy to complete the procedure.

Manufacturer narrative:
Evaluation summary; the analysis results showed that the device received in good visual conditions and with the original cartridge loaded in the instrument. The cartridge was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample cartridge and the device fired, forming all staples and cuttinh as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge batch#a5c14a